Manufacturer narrative:
Insulin pump passed the unexpected restart alarm test and no alarm noted. Displayable history error alarm noted in alarm history due to corrupted history files. No trace error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an unexpected restart alarm and alarm is recurring during normal use. Displayable history error and trace error alarms found in the alarm history. It was stated that the insulin pump was not stored or not in use for an extended period of time. Blood glucose value 9.6 mmol/l. Nothing further reported.